Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when unit is turned on, option disappeared / option not found no patient involvement.